Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, customer used their supplies past labeling guidelines. Reportedly, customer contacted primary care provider for backup insulin therapy. Customer¿s blood glucose level was 258 mg/dl.